Manufacturer narrative:
On 10-nov-2021, the carto®3 system file for the case was provided and reviewed. Case analysis was completed to confirm findings and determine any potential failures in device or operation. No device failure was found from the carto®3 analysis. Esophageal injury is a known risk of rf ablation on the posterior wall. To reduce risk of esophageal injury while ablating on the posterior wall, users are instructed to reduce power force and duration of ablation. Additionally, we encourage users to use various methods of esophagus visualization. The probable cause of this esophageal injury is excessive ablation on the posterior wall near the esophagus. With tools like visitag surpoint we are providing users with better solutions to reduce ablations on the posterior wall. Some patients may require less ablation than others and therefore temperature sensing monitoring is also encouraged. When using visitag supoint users are instructed to not ablate beyond a tag index of 400 on the posterior wall near the esophagus. This case had many ablations beyond 400. The tag index coloring was set 340 as low and 430 as the high threshold. Below in figure 1 there are red tags on the left showing posterior wall ablations above 430. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered esophageal fistula requiring and prolonged hospitalization. Patient admitted in emergency on (B)(6) 2021 with an esophageal fistula that occurred after a paroxysmal af ablation procedure on (B)(6) 2021. The new operation was under discussion. This adverse event was discovered post use of biosense webster products (a month later). The physician¿s opinion on the cause of this adverse event is that it is procedure related. Patient outcome of the adverse event is described as ¿worsened¿. The family don¿t want her to have surgery. The patient required extended hospitalization because of the adverse event. Generator parameters: power mode. The perforation, event occurred one month after the procedure. No error messages observed on biosense webster equipment during the procedure. No modalities were used to prevent esophageal injury. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. Force visualization: graph, dashboard, graph taken from CT, vector & visitag with visitag module parameters for stability: range of 2.5mm / 3 sec / force over time (fot) of 25% and 3g. No additional filter was used with the visitag. Color options used prospectively: ai.